Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -13.5/+1.5/130 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2015. Low vault and refractive change over time was reported. Reportedly, the lens remains implanted.

Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2021 the lens was exchanged with a longer length lens and this resolved the problem. Claim#: (B)(4).